Event description:
A malfunction was reported involving a pump that displayed malfunction 16, which could not be reset. There was no information available regarding the impact on the customer's blood glucose level. The customer was informed that the pump needed to be replaced, and a replacement pump was provided. The customer was instructed to return the malfunctioning pump using the supplied pre-paid label and return box. No additional information was received regarding any backup therapy or outcome.